Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient stated that, since they were implanted, the therapy has never worked for their ibs-d and they've never used it, that the implant didn't work. The patient stated they didn't even know if it was approved when they got it. The patient stated even when it worked for a short period of time, it didn't control their ibs-d, it just shocked them and that now it was preventing their treatment for a disc and a pinched nerve in their back (where they couldn't even walk the pinched nerve was so painful) because they were unable to get an MRI. The patient stated they were told getting an MRI could shock them and throw them across the room and the patient stated "how could it do that? It doesn't even work." Troubleshooting reviewed MRI guidelines with the patient and sent the patient physician listings as the patient could not recall the name of their managing hcp and hadn't seen them in a long time since the patient told them it didn't work. The patient stated it was "useless" back there and was painful/hurt them and bothered them constantly because they were thin and it stuck out. The patient stated they'd been through enough with the colon and knew there was no medicines or cure for their condition, that they worked with it daily and had to watch their diet. The patient was going to reach out to a physician because the stimulator never helped with their symptoms and they wanted it out. 2022-sep-16 (B)(4) (con): patient was requesting healthcare provider listing again. They only found one doctor, but they can't see the patient until (B)(6), which the patient feels is too long to wait. This device was place for ibsd test case, never worked and has never worked even when the device was on, never had any improvement, it needs to come out. It does not work, they do not want it replaced, they want it out. It is causing them pain, they are thin and it has been in their body a long time. They need an MRI and not able to get one because at the time the device that was placed has metal in it so they have been denied for a much needed MRI due to this thing being in them, which is doing nothing for them, but causing pain and now they can not get the disc in my lower back taken care of which are causing them a lot of pain.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the issue has been resolved. Patient also left a note within the letter stating the following: "I was a test case 10+ years for ibsd, this device never worked. Finally 1 urologist agreed. I waited till november, not by choice, she was my only option to take this out of me all the cost I paid. I was able to get a list which only had 3 doctors to look at this device that was so painful to have in me for over 10+ years for ibsd which is never worked. Only 1 doctor agreed to remove it. I waited till november to finally have surgery at my expense to have it removed."